Event description:
This case was initially received via regulatory authority FDA (reference number: FDA-2014-n-0736-1766) on (B)(6) 2015. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain severe and persistent") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pain in hip, joint pain in 2015, multigravida, parity 2 and hypertension. Concurrent conditions included intervertebral disc operation since 2005, overweight and early morning stiffness. Concomitant products included evra (ortho evra) in (B)(6) 2011 for contraception as well as esomeprazole magnesium (nexium). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced arthralgia ("severe joint pain( severe and persistent aching)") and urticaria ("hives"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced rash generalised ("rash that covers my body") with pruritus, peripheral swelling ("swollen feet"), joint swelling ("swollen knees"), headache ("headaches"), dizziness ("dizziness"), hyperhidrosis ("sweating"), skin disorder ("skin problems"), inflammation ("inflammatory issues"), allergy to metals ("allergic to nickel or any other component of essure"), mental disorder ("caused or aggravated any psychiatric and/or psychological condition"), depression ("depression"), rash ("skin rashes") and asthenia ("loss of energy"). The patient was treated with surgery (hysterectomy to remove the device in (B)(6) 2015). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, rash generalised, arthralgia, peripheral swelling, joint swelling, headache, dizziness, hyperhidrosis, depression and rash had not resolved, the skin disorder, inflammation, fibromyalgia, urticaria, allergy to metals and mental disorder outcome was unknown and the asthenia had resolved. The reporter considered arthralgia, dizziness, headache, hyperhidrosis, joint swelling, pelvic pain, peripheral swelling and rash generalised to be related to essure. The reporter provided no causality assessment for allergy to metals, asthenia, depression, fibromyalgia, inflammation, mental disorder, rash, skin disorder and urticaria with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Blood thyroid stimulating hormone - on (B)(6) 2017: normal. C-reactive protein - on (B)(6) 2017: normal. Red blood cell sedimentation rate - on (B)(6) 2017: normal. Streptococcus test - on (B)(6) 2017: normal. On (B)(6) 2012, patient had dye test i.e essure confirmation test done. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: new reporters, patient dob, height, historical conditions, concomitant disease, product removal date, concomitant drus, new events skin problems, inflammatory issues, fibromyalgia, hives, allergic to nickel, caused or aggravated any psychiatric condition, skin rashes, loss of energy added, surgery was ticked for the event pelvic pain, outcome for the events skin rashes, inflammatory issues and depression added as not recovered / not resolved and for event loss of energy added as recovered / resolved. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1766) on (B)(6) 2015. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain severe and persistent') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included joint pain in 2015, pain in hip, multigravida, parity 2 and hypertension. Concurrent conditions included intervertebral disc operation since 2005, overweight, early morning stiffness, vaginal pain, itching and hives. Concomitant products included ethinylestradiol;norelgestromin (ortho evra) from december 2011 to march 2012 for contraception as well as alprazolam (xanax), amlodipine besilate (norvasc), cefixime (flexeril), esomeprazole, esomeprazole and hydrochlorothiazide. In december 2011, the patient had essure inserted. In july 2013, the patient experienced arthralgia ("severe joint pain( severe and persistent aching)") and urticaria ("hives"). In september 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced generalised rash ("rash that covers my body") with pruritus, peripheral swelling ("swollen feet"), joint swelling ("swollen knees"), headache ("headaches"), dizziness ("dizziness"), hyperhidrosis ("sweating"), skin disorder ("skin problems"), inflammation ("inflammatory issues"), allergy to metals ("allergic to nickel or any other component of essure"), mental disorder ("caused or aggravated any psychiatric and/or psychological condition"), depression ("depression"), skin rash ("skin rashes"), asthenia ("loss of energy") and abdominal distension ("belly ballooned up again"). The patient was treated with surgery (hysterectomy to remove the device in september 2015). Essure was removed in september 2015. At the time of the report, the pelvic pain, generalised rash, arthralgia, peripheral swelling, joint swelling, headache, dizziness, hyperhidrosis, depression and skin rash had not resolved, the skin disorder, inflammation, fibromyalgia, urticaria, allergy to metals, mental disorder and abdominal distension outcome was unknown and the asthenia had resolved. The reporter provided no causality assessment for allergy to metals, asthenia, depression, fibromyalgia, inflammation, mental disorder, skin disorder, urticaria and skin rash with essure. The reporter considered abdominal distension, arthralgia, dizziness, generalised rash, headache, hyperhidrosis, joint swelling, pelvic pain and peripheral swelling to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Blood thyroid stimulating hormone - on (B)(6) 2017: results: normal.. C-reactive protein - on (B)(6) 2017: results: normal.. Red blood cell sedimentation rate - on (B)(6) 2017: results: normal.. Streptococcus test - on (B)(6) 2017: results: normal.. On march 2012, patient had dye test i.e essure confirmation test done. Concerning the injuries reported in this case, the following one were reported via social media: abdominal distension quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New event "belly ballooned up again" and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.